Event description:
It was reported that the battery was not holding a charge. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.